Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer declined loading a new cartridge to troubleshoot while on the line with tandem technical support. There was no adverse impact to the customer's blood glucose level. No additional information was obtained.